Event description:
This occured after the IV was inserted when trying to separate the needle from the IV clave as we do when we start the IV, get flash, and advance the catheter from the needle. After insertion into the vein the IV would not separate from the needle. (Could not pull the needle back & insert catheter)- whole device was removed from patient and another IV catheter inserted.